Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. There was no failure detected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical has not receive the device yet. Therefore, a definitive root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that bellavista 1000 us stopped working because of software issue during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.